Event description:
Additional information indicated that a lead dislodgement was confirmed. A revision procedure will be performed in the near future.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited increase threshold measurements and loss of capture. It appears to be capturing the atrium so it is likely the lead moved. It was noted that the impedance measurements were stable and within normal limits. The physician indicated the patient was not symptomatic and decided to go to lv only and discuss what to do about the lead at a later dated. Additional information was requested; however, no further information is currently available.

Event description:
Additional information indicated the physician attempted to reposition the lead; however, the attempts were unsuccessful. It was noted the patient was occluded and the physician positioned the lead in a different branch.

Manufacturer narrative:
Our records indicate this lead remains implanted. If additional information is received, this report will be updated.